Event description:
It was reported to philips that the c-arm movement was not working. The patient was moved to another room to complete the procedure. The system was in use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened. The procedure was completed by moving patient to another room. A philips field service engineer (fse) inspected the system on-site and confirmed that reported problem. After reviewing the log, fse found the reported problem. Upon troubleshooting, fse found the problem is related to the c-arm motor control section, most likely the extension board and pss large power supply above the spc 10 was not feeding the power to the spc 10 section. To resolve the problem, fse replaced the lambda power supply. After replacements, the system was restored to normal working order. The codes were updated based on the investigation outcome.